Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
Additional information was provided that the stents were placed due to critical limb ischemia of the right lower extremity.

Event description:
It was reported that the patient was at home one day after having three stents placed in the lower extremity when they heard 3 beeps and collapsed. The event log file captured a momentary low flow event on 01jul2024 at 2035. This event was brief and did not generate an alarm. The data also showed multiple pulsatility index (pi) events that were occurring on 01jul2024 20:30:54 - 02jul2024 7:36:21.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between the heartmate (hm) 3 left ventricular assist system (lvas), serial number (B)(6), and the reported events could not be conclusively determined through this evaluation. Evaluation of the submitted log files confirmed that there were no notable events captured. The pump appeared to operate as intended at the fixed speed. The patient remains ongoing on the hm 3 lvas, serial number (B)(6), with no further related events reported at this time. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate (hm) 3 left ventricular assist system (lvas) instructions for use (IFU) is currently available. The IFU lists adverse events that may be associated with the use of the hm 3 lvas. No further information was provided. The manufacturer is closing the file on this event.